Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device did not reveal any parametric and functional failures. Nominal performance was observed. No hybrid related anomalies were observed during this analysis. The cause of the reported depleted battery condition was not determined.

Event description:
It was reported that prior to implant, the device was interrogated, and exhibited elective replacement indicator (eri) while still in the box. The device was not used and another device was implanted. No patient complications have been reported as a result of this event.